Event description:
Event description cpi received info that the pt awoke with severe shortness of breath. Subsequent hospitalization was unsuccessful in treating the pt's condition and the pt died on 4/18/2000.